Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. No unexpected post-reset ram crc alarm alarms noted during testing, unit received with high sleep current measurement due to moisture damage on electronic board stack. Unit received with no vibration during selftest due to corroded vibrator harness assembly. Severely corroded battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer stated that the insulin pump had white display. Customer stated that the insulin pump was not vibrating. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.